Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor. However, the insulin pump passed idle current test, run current test, displacement test and rewind test. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test due to a33 alarm. The insulin pump had cracked display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed during reservoir change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.